Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of connection between insulin pump and mobile application and power loss alarm. The customer also received a change sensor alert and sensor updating alert. The event involved products mmt-7040a, mmt-6102, mmt-1884. Troubleshooting was performed for loss of connection between pump and mobile device. The customer unpaired and re-paired the pump and mobile device resolved the issue. The reported issue resolved, no escalation required. Troubleshooting was performed for power loss alarm and the customer was able to clear the alarm and the customer didn't received a request to rewind pump. It was found that the pump was recently stored or without a battery for more than 10 minutes. Troubleshooting was performed for sensor alert and sensor was securely taped to skin and was still in place and customer was advised to try another sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-6102, mmt-1884.